Event description:
It was further reported by the physician that the patient experience of varying heart rate, fatigue and near syncope were not linked to the ipg system performance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a varying heart rate and fatigue. It was also reporting that they attended the emergency department as they experienced near syncope and atrial fibrillation (af) with rapid ventricular response. Upon device assessment it was noted that the right ventricular (rv) lead appeared to be under sensing, at times resulting in inappropriate pacing. The implantable pulse generator (ipg) and rv lead remain in use. No further patient complications have been reported as a result of this event.